Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision is unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
Updating reasons for revision to include pain, alaval / soft tissue reaction and fluid. Added revision hospital. Added manufacture and expiry dates for cup. Updated file handler details, querying lot number for head as the one provided is incorrect. Taken from claimsuite update 16 july 2015 and scf 15 july 2015.

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.